Manufacturer narrative:
One certain® low profile one-piece abutment was returned for inspection. Visual inspection revealed moderate wear about the surface and drive feature of the abutment. The threaded region is confirmed to be fractured. The complaint was confirmed. The device history record review for the abutment was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
It was reported that during of dental routine visit the clinician found a fracture on the abutment at the screw portion. The lower fractured part was retrieved and discarded. Patient has been rescheduled for a new abutment placement. Tooth location #12. Placed on (B)(6) 2012 and removed on (B)(6) 2017.